Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case a loud bang was heard. It was found that the pressure dome of the o2 flowmeter had burst. No patient injury reported.

Manufacturer narrative:
The reported crack of the pressure dome could be comprehended on basis of the provided photos. The pressure dome of the flowmeter is made of clear polycarbonate to allow observation of the inner flow scale. This type of plastics is known to be susceptible to alcohols and other organic compounds. The particular flow meter was in operation for more than 4 years and was reprocessed with disinfection tissues containing quaternary ammonium compounds which are not recommended by dräger. Therefore it could be assumed that reprocessing over this time using disinfection tissues which are not compatible with the material polycarbonate leading to cold cracks were root cause of the reported crack. Dräger has published a list of chemicals that have been tested and approved for suitability of surface disinfection for all devices and, the IFU for the flowmeters contains special reprocessing recommendations. Similar events were also reported in the past in which most of them were related to reprocessing with incompatible disinfectants. Marked as a warning it is described in the IFU that prior to each use it has to be verified that the pressure dome is free of cracks. Furthermore the screw thread has to be unscrewed at least yearly to check if cracks are visible on the thread.

Event description:
Please refer to the initial report.